Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight information was not provided by reporter. (B)(6). Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The part was manufactured under the unsterile lot number f-16812. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Product investigation summary: the drill bit in question was sent back in the unopened original sterile package. The package is in a good condition, there is no deformation or other sign, which would indicate any stress situation during transportation. The package was opened during the investigation and the drill bit was checked. No deformation or any other damage could be detected. The performed visual concentricity test has shown that the drill bit is true running as required. Based on this finding this complaint is deemed to be unconfirmed. We can only assume that an optical illusion through the two blue colored plastic boxes of the sterile packaging caused the impression that the drill bit is bent. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the drill bit has broken or bent during the surgery. There was no surgical delay or patient harm due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Multiple broken/bent drill bits were reported at the same time; an event date of (B)(6) 2015 was noted, but it could not be confirmed if that applied to all broken/bent drill bits or only one. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.